Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device stopped without prior notification or alarm. Customer's blood glucose was 7 mmol/l. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump had a blank flashing white lcd due to a cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump had a scratched case and a pillowing keypad overlay.